Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the surgery, the pipeline could not be pushed out of the marksman catheter. The marksman reportedly separated. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 10 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was normal.